Event description:
In 2004 info received that this pt. Had a vision 1.1 fr inserted for 4-5 days when the pt developed redness and swelling "along track of vein". Dr. Attempted to place another ctheter into different extremity with same results. Dr then inserted a 1.9fr neopicc with same results. Dr. Attempted to insert several other brands and materials of catheters. No pt. Injury or adverse sequelae reported. Pt. Was placed on low dose steroids & apparently fully recovered.